Event description:
Had 5 treatments of coolsculpting done on abdomen. Product did nothing. Would like refund of half (B)(6) think that would be fair. Procedure done last summer around (B)(6) then back for more, 2 wks or month later. No results. FDA should not have cleared this device. FDA safety report ID# (B)(4).